Manufacturer narrative:
Evaluation summary: the returned item was examined by pentax and the objective lens was found to be contaminated. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 3-jun-2021 that occurred during use in canada. The information provided indicated that "while performing the gastroscopy - scope lens not clear. Picture going in and out of focus." Involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). No additional information was received with the complaint. The investigation is in-process.